Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue (main body) of a minicap transfer set cracked which resulted in a leak. This was noticed during use of peritoneal dialysis therapy. The transfer set was used for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed with the naked eye and noted a crack on the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. There was no leak observed at the crack in the main body. The reported condition of leak was not verified. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.